Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49, 95 mg/dl. The customer was treated with the orange juice. The troubleshooting was performed for low blood glucose level. Customer reported that the a auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. Based on customer report customer was not allege insulin pump was over delivering. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.